Manufacturer narrative:
(B)(4).

Event description:
It was reported that a (B)(4) transmission showed the device was in back up vvi mode. The asymptomatic patient was brought into clinic. A device download was performed successfully.